Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. Troubleshooting for the reservoir leak was performed. The customer's blood glucose level was 185mg/dl at the time of the incident. The customer stated that the leak was from the bottom of the reservoir near the o-rings. The customer was asked if there was fluid visible in the battery, reservoir compartment or under the ldc display, but the customer stated that they have discarded the reservoir. The customer reported no cracks/splits in the barrel and that they were no other sources of the leak. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.